Event description:
It was reported that it was not possible to interrogate this device. It was noted that the patient was seen at the hospital last week and it took a long time to interrogate the device, but after interrogation the battery capacity showed 21% remaining. Premature battery depletion was alleged. A review was requested for this case. Additional information noted that it was not possible to establish telemetry with this device and beeping tones were emitted. The device was subsequently explanted and will not be returned. The physician elected to keep the device, and therefore it was not available for return for analysis. The local representative did request that the physician return the device; if it is returned in the future, the device will be thoroughly analyzed at our post market quality assurance laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that it was not possible to interrogate this device. It was noted that the patient was seen at the hospital last week and it took a long time to interrogate the device, but after interrogation the battery capacity showed 21% remaining. Premature battery depletion was alleged. A review was requested for this case. Additional information noted that it was not possible to establish telemetry with this device and beeping tones were emitted. No further changes were made at this time. No adverse patient effects were reported. This device remains implanted.